Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 6 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 6 months due to methicillin-resistant staphylococcus epidermidis endocarditis. The patient presented with fever, chills, fatigue, and pain. The explanted valve was replaced with a 23mm 11500a valve. Per the physician, the patient expired due to endocarditis.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation). The patient died while using a medical product, but there was no suspected association between the death and the use of the product. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.